Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The report indicated that there was no pt involvement. No pt complications were reported by the hosp. The device was used past its labeled shelf-life.